Event description:
It was reported that revision surgery was reported due to a fracture of the device.

Manufacturer narrative:
.

Manufacturer narrative:
The non-articulating backside of the liner had signs of absorbed biological fluid near the locking region of the liner which would suggest a more vertical orientation of the shell/liner construct. The fracture of the liner may have been due to repeated high impingement forces generated as a result of a potentially vertically oriented shell.